Event description:
Ous MDR - after an implantation time of 33 months, oversensing and a low sensing amplitude were reported. The lead was explanted and replaced. It has been returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, multiple signs of abrasion could be seen along the lead body. Especially 32 cm distal of the is-1 connector pin, the lead body was severely damaged due to squashing and deformation. This damage is with high probability the cause for the clinical observations of oversensing and low signal amplitudes. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. Other damages found in the course of the analysis are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.